Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the customer filled the cartridge with 500 units of insulin. The customer's blood glucose level was approximately 300 mg/dl and it was addressed with a correction bolus via the pump. The customer loaded a new cartridge and resumed insulin delivery.